Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation. Osteolysis and poly wear were also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Osteolysis and poly wear were also reported. Doi 1994 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. No additional information was obtained. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.